Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg site. The patient was prescribed antibiotics.

Manufacturer narrative:
It was conveyed that the infection originates at the ipg site, however, no products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.

Event description:
It was reported that the infection has resolved.